Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect -impact code f26. D6a and d6b was erroneously entered on the initial manufacturer device report number. H5 and h8 was erroneously selected on the initial manufacturer device report.

Event description:
The complainant reported the patient presented from an outside after multiple shocks on the implantable cardioverter defibrillator. The patient was placed on an intra-aortic balloon pump (iabp) for support and was being worked up for heart transplant candidacy. While on unit the patient¿s right and left ventricles function continued to diminish. The physicians made the decision to remove the labp and place protek duo and impella 5.5 for more stability during heart transplant waiting. The patient was awaiting heart recovery. Approximately seven days after start of the impella mechanical circulatory support, the impella connect was coming in and out and notifying local team that a new pump is turned on and then connecting. This created false alarms for the abiomed team particularly overnight and when not on site. The is a non-patient effect issue. Support continued uninterrupted and uncompromised. Continuing support, the most recent ejection fraction showed 13%. The patient had been placed on extracorporeal membrane oxygenation and noted to have remained on high ECMO and impella 5.5 support (performance level p-9) for recovery. Additional information updates were received and noted the patient experienced a gastrointestinal bleed. One unit of red blood cells and one unit of platelets were administered. Support continued and a plan for recovery was still noted. However, the family discussed and eventually decided to go comfort care. They ultimately decided to remove the endotracheal tube for terminal withdrawal of care. Mechanical circulatory support devices were left on. The patient expired within 20 minutes of extubation.

Manufacturer narrative:
Additional information was received regarding the impella pump explant date/end of support after approximately 20 days and the survival at explant was noted as "expired." Section b5 was updated to provide the complete event details and additional information received. H6: health effect: clinical/impact and device problem/component coding remain unchanged. Medical safety review was completed and noted: the event describes a false alarm/buzzer failure that had no (direct or indirect) impact on the patient's support. The automated impella controller remained in use supporting the patient. There was no interruption or compromised to the impella mcs. In this case the patient expired for reasons (underlying condition, termination of care) unrelated to the impella aic non-patient impacting event. The event will be reported as a malfunction type of reportable event. Associate director of post market clinical review noted the following: agree this occurrence does not contribute to patient outcome. Device status: additional information also noted the automated impella controller was returned, received, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, section d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. Related medical device reports: this automated impella controller report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5, which is associated with the demise outcome.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella 5.5 support impella connect alarms occurred.